Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and a non-baxter plastic adapter. Subsequently, the patient experienced abdominal pain, cloudy fluid and a white cell count of ¿12544¿ (units unreported). The following day, the patient presented to the pd clinic and the transfer set was changed. The non-baxter adapter remained in use. The nurse did not notice anything with the transfer set that would have caused the disconnection. The nurse reported that the patient did not have a titanium adapter and still had the original plastic adapter since it was placed by the surgeon. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.